Manufacturer narrative:
The reported defective device is available for eval, however, to date, it has not been returned to the MFR. Investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, the plastic sleeve around the tunneler shattered. There was no harm to the pt and no further medical intervention was required. The procedure was successfully completed with this device.